Event description:
It was reported via legal documentation that approximately 84 months after a right total knee replacement procedure, the patient may require revision surgery for polyethylene wear, pain, stiffness, discomfort, and weakness. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected health effect - clinical code, health effect - impact code, and type of investigation. Manufacturer narrative updated: the reason for the event cannot be confirmed from the information provided but may be due to prosthesis wear and/or related to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.